Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during the ablation phase of the procedure saline was seen leaking from the patient's cervix. The site had received some fluid loss alarms during ablation and aborted the procedure following the cervical leak. Following the procedure when the sheath was checked, a puncture hole was noted approximate an inch from the tip. The patient received burns on her labia and vagina. The burns were treated with silvadene cream. Ablation was considered completed following the procedure. Follow up with the physician on (b)()6 2013 confirmed that the patient received second degree burns to her labia and vagina, but is recovering well with no further complications.

Manufacturer narrative:
A visual examination of the returned device revealed that there was a hole completely through the csa of rigid tube about 3.5 cm from the distal end of the sheath. Foreign matter and blood residue was observed in the sheath assembly. A 20.5% blockage of the sieve tip was also noted. As a hole was observed in the sheath during analysis of the returned device, the complaint was confirmed. The punctured sheath was most likely caused by a tenaculum used during the procedure. In this case, the cervical leak and resulting patient burn were most likely the result of the punctured sheath. Therefore, the most probable root cause classification for this event is operational context.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years of age.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during the ablation phase of the procedure saline was seen leaking from the patient's cervix. The site had received some fluid loss alarms during ablation and aborted the procedure following the cervical leak. Following the procedure when the sheath was checked, a puncture hole was noted approximate an inch from the tip. The patient received burns on her labia and vagina. The burns were treated with silvadine cream. Ablation was considered completed following the procedure. Follow up with the physician on (B)(6) 2013 confirmed that the patient received second degree burns to her labia and vagina, but is recovering well with no further complications.